Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger would not light up. The pt was issued a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (won't light up) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply connector was found to be defective. The cause of the inability to 'light up' or power on is the defective power supply connector. The root cause of the defective power supply connector cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.